Manufacturer narrative:
Battery jump.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was having difficulty charging the pump the night prior to contacting tandem technical support. Reportedly, the battery gauge displayed 100% several hours later while not connected to a power source. Customer reported blood glucose level was not impacted. Reportedly the customer will continue to use the pump until the replacement pump is received.